Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient will undergo an ipg revision procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that the patient underwent a lead explant procedure due to patient¿s preference as he no longer needed that specific lead. The physician did not suspect device malfunction.

Event description:
A report was received that the patient will undergo a revision procedure for an unknown reason.